Event description:
In early 2009, smart stitch perfect pass connector did deploy on use, but needles would not pass suture during shoulder arthroscopy. Patient unaware, but event lengthened anesthesia time.